Manufacturer narrative:
Updated sections: b5, b7, g3, h6 (component code, health effect - clinical code, device code).

Event description:
It was reported that a patient with a 25mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 9 years, 1 month due to regurgitation. The patient presented with heart failure. The tavr was successfully performed with a 26mm 9755rsl valve. Patient was stable and in recovery post procedure.

Event description:
It was reported that a patient with a 25mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of 9 years, 1 month due to unknown reasons. The tavr was performed with a 26mm 9755rsl transcatheter valve. Patient was in recovery post procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including chronic kidney disease, coronary artery disease, atherosclerosis and hyperlipidemia.